Event description:
It was reported to sabratek that a pt using 2 sabratek 6060 infusion pumps - one for total parenteral therapy and one for demerol therapy. Unexpected pt death. Demerol intravenous bag dry resulting from pt manipulation of the pumps.